Event description:
This lead was implanted on (B)(6) 2005 and remains implanted at this time. A procedure form received on 11/17/2016 stating that this lead is involved in infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).